Manufacturer narrative:
Per the use error: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 183 mg/dl). Correction bolus was delivered to address bg. Pump system check was performed. The pump date/time were found to be incorrect and customer reported to have incorrectly set the date/time.